Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that sterilization caused the cable's connectors to loosen easily, there were no issues observed with the alligator clips. The (B)(6) pin in the plug was bent, resulting in the plug being unable to be inserted into the connector and in all continuities to test open. Some tests were completed with probes due to the damage. All continuity tests were ok and no intermittent or shorted connections were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the cables are sterilized prior to use, the claws of the cables are loose, and the cables are fragile. There is a concern about integrity of the cables, and the ability to re-use them. The cables have been returned. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.